Manufacturer narrative:
Date of the event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2021-06524. Related manufacturer report number 3006705815-2021-06525. Related manufacturer report number 1627487-2021-19293. It was reported that patient experienced infection at the lead site. Patient denies traumas or injury to the site. Cultures of the infection was taken however no results were available. The full device system was explanted. There were no complications during the procedure. The infection issue is resolved. The patient was stable.